Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. Event codes were derived based on info documented by a carefusion tech support specialist in response to a phone conversation (s) with a user facility representative. The following info concerning the eval of the device is a summary of the info documented by the carefusion field service representative. The carefusion field service representative evaluated the device and identified that the alarm speaker assembly harness was not fully connected to the main pcba as the root cause in this event. The field service representative was not able to determine what caused the loose connection. The carefusion field service representative reconnected the alarm speaker assembly harness to the main pcba and ran the device through a ventilator performance checks to ensure it met factory specs. Upon completion the device was returned to the user facility ready to be placed back into service.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility representative. "The customer called requesting fsd [field service dispatch] indicating off pt use during cycle on the unit audible alarm is not present/ working".